Event description:
It was reported that the user heard a snapping sound and the device was broken in a short time after the laser irradiation.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. A laser fiber was returned open without its original package. Based on the evaluation the proximal connector and the distal ends were missing. The fiber was about 1 meter shorter than the normal and was burned at both the ends. According to the laser peripherals, a potential root cause for this failure mode could be due to instrumentation falling on the coiled fiber in the package and fractured the fiber. The fiber would potentially proceeded to break when the laser fired the energy through the compromised fiber. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to labeling was not provided by the bd or laser peripherals. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user heard a snapping sound and the device was broken a short time after the laser irradiation.